Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed fluid inside a green bag that contained the infusor and fluid was also observed inside the housing of the product which suggested a ruptured bladder may have occurred. The reported condition was verified. Due to the nature of the sample, no additional testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was noted to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured which resulted in leak of solution into the overpouch the device was contained in. The ruptured bladder was identified at the hospital prior to patient use. The set was filled with piperacillin / tazabactam 13500mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.